Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced false atrial fibrillation (af) episodes due to ectopy. It was further reported that the icm experienced noise and undersensing due to r-wave amplitude. It was noted that the icm pocket may be too big. The icm remains in use. No patient complications have been reported as a result of this event.